Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6 photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: sterile part: 421.535s. Sterile lot no: l601358. Manufacturing date:27 sep 2017. Expiry date: 01 sep 2027. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part:421.535. Synthes lot:h411223. Supplier lot:h411223. Release to warehouse date: sep 14, 2017. Manufactured by: synthes monument. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery in 2021 and the mesh was implanted. The patient was found to have head depression after surgery. Then the left titanium mesh was found broken by CT recently in hospital.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: b5, h6 (health effect - clinical code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received, " the patient received left frontotemporoparietal cranioplasty through the original incision approach in the hospital due to "postoperative craniocerebral trauma, left frontotemporoparietal effusion; right frontotemporoparietal bone repair; left frontotemporoparietal skull defect". The surgeon used 421.535s for skull repair during the surgery. The specific surgical process and postoperative rehabilitation treatment were unknown. After 4 years of titanium mesh implantation (the specific date was unknown), the patient discovered a scalp depression, and then went to the hospital for treatment. Through brain CT examination, it was found that the left titanium mesh was broken. No further details regarding the event were provided by the hospital. The patient had no other discomfort symptoms, and the broken titanium mesh was not treated currently. No subsequent adverse event reports were received.".